Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turned on and off. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device turned on and off. After several tests and analyses, the reported issue could not be confirmed as no defects or divergences in the data were found. The device was cleared for use. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.